Event description:
I was implanted with essure in 2009. Over the last 5 years my health has declined steadily. It started with weight gain, periods every 11 to 14 days that would last for 5 to seven days each and pelvic pain and pulling in lower pelvic region. Over time, I developed a hip problem that caused great discomfort and pain. I experienced enlarged lymph nodes on many occasions and caught every virus and bug that was around. I have been sick constantly since being implanted. I developed anxiety and I felt as if my body was never able to relax. Fatigue became a problem in that I would tire easily and I just wasn't feeling right or well. I also began to suffer from what I would consider migraine headaches in which I would see auras, lightening flashes, black spots, floater and would lose vision along with having to be in due to the terrible head pain. I would experience strange moments of hand and feet itching, redness and swelling. Also had the feeling that my teeth were being stripped of nutrients. I would have a horrible metallic taste in my mouth when my teeth hurt. In the year 2013-2014 my health greatly declined. I was sick nonstop, I was beginning to have trouble with memory and would increasingly call people by the wrong names (including my own 3 children and husband). Fatigue began to become unbearable in which I no longer felt I could keep up with my normal life, schedule and missed many events and functions. It took everything I had to make it through a work day. My belly was out of control. I have always been a fit person and I was frustrated and struggling to figure out why my stomach would be pretty flat one moment and out of no where I would expand to look like I was 8 months pregnant. Then devastation and desperation took place when my body began to break down and there was nothing I or anyone could do about it. I began to suffer from horrible joint pain throughout my body. I had muscle aches and spasms along with tremors. Hand and feet tingling along with numbing at times. Dizziness and light headed. Shooting pains throughout body. Hair began to fall out more than normal. It would fill a comb every morning. Weird rashes on my body. Heavy periods. My memory problems began to get worse and I began to have speech issues. I am a teacher and my students and coworkers began to worry about me as I was deteriorating everyday with speech, memory, overall health and my ability to walk. I collapsed at work and was not able to return to work due to my worsening health. I began walking with a gait and was unable to do normal tasks at work due or at home with my family. Mentally and physical I was completely broken. I've been to many doctors, and specialist, had many blood test, scans. I had none of this before getting essure. I've been a healthy hard working wife, mom, and teach most of my life but ever since implanting essure I have had a steady decline in my health and well being. After speaking to many doctors we determined that I was experiencing inflammation of my nervous system. We just didn't know why. We then began looking at the one foreign thing in my body essure implants. After exam with gyn doctor we decided to go trough with a hysterectomy due to pelvic pain, 2 periods a month, heavy periods and in hopes that we could also rid myself of the metal coils to see if we could see improvements with all around health. I am 5 days out of surgery. Improvements being seen already.